Manufacturer narrative:
Mar. 24, 2016 09:11 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history (B)(4).

Event description:
Mar. 17 2016 12:50 pm (gmt-4:00) added by (B)(6): the hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was not expanded properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Mar. 16, 2016 03:16 pm (gmt-4:00) added by (B)(6): the seal was not expanded properly. (Lot 25117332) after replacement, there was no problem.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Evidence of clinical use and slight evidence of blood were observed. The delivery device, loading device and the tension spring assembly were returned separately. There was no blood in the delivery tube. The slide lock was disengaged and the plunger was fully depressed on the delivery device. The seal and the tension spring assembly was cut as expected after deployment. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .222 inches . The length of the delivery tube was measured at 2.50 inches . The values recorded were within the tolerance specifications the seal was unraveled and traces of blood were observed on the outermost coil. Based upon the received condition of the device, we were unable to confirm the reported failure "failure to load" but confirm the analyzed failure mode"seal-unravels".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was not expanded properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The seal was not expanded properly. (Lot 25117332). After replacement, there was no problem.